Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer reported on a bravo capsule that failed to attach. Customer stated that the doctor pressed down on the plunger and heard a swoosh sound and then after rotating the plunger 1/8 and then plunger came back up. The capsule was still attached to the delivery system.